Event description:
It was reported that other patients have had ¿similar problems¿ and have had the device removed. Additional information has been requested. Reference manufacturer report# 3004209178-2014-00782.

Manufacturer narrative:
(B)(4).